Event description:
As the surgeon was placing peek cage in at left l5-s1 with inserter and mallet, he noted the peek cage had broken into two (2) pieces. Both pieces were removed and new peek cage inserted. No patient harm.what was the original intended procedure?transforaminal lumbar interbody fusion at l5-s1 using peek cages and vitoss putty.device #1is this a laboratory device or laboratory test?no.